Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D device identification - correction . D10 - concomitant medical product - correction. H2 type of follow up - correction. H4 device mfg date - correction . H5 labeled for single use - correction . Product registration - correction.

Event description:
It was reported that sensor failure occurred. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).